Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3686ml. The fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill, however, the patient reported having lower ultrafiltration readings. Per the nurse the patient's bed might be too high. When the patient stands up to drain he drains well, however, laying makes draining more difficult. The nurse advised the patient to lower his cycler. Per the nurse the patient is getting a transplant soon. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain as one or more cycles advanced to the next fill when slow/ no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.